Event description:
The customer reported a leak at vacuum chamber vc3 of the coulter lh 780 hematology analyzer while running patient samples. The instrument was generating hemoglobin (hgb) and hematocrit (hct) vote outs when the leak was discovered. The volume of the leak was about 2 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 2/13/2015. The fse found a hole in the tubing at pinch valve vl12a. The fse replaced the tubing, which repaired the leak and the vote outs. The repairs were verified per established procedures. (B)(4).